Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer loaded cartridges with cold insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge.